Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed. A field service engineer found that the unit had a drawer failure due to a magnet falling out of the latch inseparable. The magnet was found and removed. The inseparable for drawer six was also replaced as a precaution since it had an older version part. Both drawers were tested thoroughly and verified functional, and all tests were passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer unable to recover and no sound from drawer during recovery. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer unable to recover and no sound from drawer during recovery. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.